Manufacturer narrative:
The complete lead returned was returned for analysis. A set screw mark was noted on the terminal pin and ring. The suture sleeve remained tied-down on the lead body approximately 21.5 centimeters to 24 centimeters from the terminal pin. Additional testing indicated that the lead was not electrically continuous. The lead had a fractured inner coil approximately 24 centimeters from the terminal pin. In addition, insulation was noted to have been separated from the anode ring which was likely induced during explant.

Manufacturer narrative:
As of today, no additional information is available and our investigation is complete. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this implantable lead had fractured. The patient underwent a lead revision procedure where the lead was cut and capped. There were no additional adverse patient effects reported.

Event description:
Subsequent information indicates that this lead was returned for analysis.